Manufacturer narrative:
The event occurred in (B)(6) 2016, a routine service of the device was performed in october of 2017 and no issues were found. Multiple attempts were made to gather additional information from both patient and doctor. Patient was unwilling to provide any additional information regarding symptoms and the doctor did not return calls. Patient confirmed that she has not followed up with the doctor. Although patient reported claim of scar tissue, it has not been confirmed by the doctor. There is not enough information to indicate that the device contributed to the patient's symptoms, but due to patient claiming scar tissue this event is reportable. If additional relevant data becomes available a follow up report will be submitted.

Event description:
Medwatch was received and it reported that a patient underwent a vaginal treatment using smartxide2 and experienced vaginal dryness, pain, and scar tissue.